Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to cut the suture and could not be removed. The suture was cut with scissors and the cinch was able to be removed. The procedure was completed with a new suture and cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required. Device evaluation: block h11: the suturing cinch was not returned. A media inspection was performed by reviewing some photos provided by the customer showing the patient's anatomy. However, it is not possible to identify any damages to the device. The reported event of cinch failure to cut could not be confirmed. A risk review of the suturing cinch was completed and confirmed that the events of cinch failure to cut and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, the most probable cause selected for the event of cinch failure to cut is cause not established, because there is not enough evidence to determine whether the cinch failure to cut was due to the physician's technique during the procedure or was related to a device malfunction. Additionally, for the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, it will be classified as cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.